Event description:
The customer called and reported the insulin pump was squirting out insulin while priming. Customer's blood glucose was 127 mg/dl. The customer stated he had received a compromised foce sensor system alarm. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap was found to be protruding. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unable to prime during the prime/a33 test and alarmed motor error during the basic occlusion test due to protruded loose drive support disk. The insulin pump passed the motor test. No a33 alarm. The insulin pump has minor scratched lcd window, cracked case near the display window corners, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.